Manufacturer narrative:
Review of photographs provided confirmed the event. Review of device history records found these units were released to distribution with no deviations or anomalies. All other units of this lot were distributed to the gscc with the exception of one unit and to date there have not been any additional reports of this nature for this part and lot. Review of complaint history found no additional issues for this part/lot. The root cause could not be determined. The risks are addressed in risk documentation. Risks associated this type of event are addressed through inspection verification as part of design control risk management. Quality inspection criteria was found to contain adequate verification checks. Following review, no new risks were identified. (B)(4).

Event description:
It was reported that while the distributor opened a dvr anatomic distal volar radius there was nothing in the package. It is unknown when this was discovered. No further information was provided. Attempts have been made and no further information has been provided.